Manufacturer narrative:
The device was manufactured between 04sep2020 and 05sep2020. Eighty-three (83) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene in 50 bag and polypropylene in 33 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in eighty-three (83) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of diltiazem hcl in 50 bags and fentanyl and ropivacaine in 33 bags. The pm was identified by the customer as styrene in 50 bag and polypropylene in 33 bags. There was no patient involvement. No additional information is available.